Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: pharmacy devices. Device failure: labeling concerns.

Event description:
No additional information.

Event description:
Roche has received the following complaint: "two folding boxes of vabysmo were reported from france, containing co-packed filter needle blisters without imprinted information and variable data.¿ so far no further information is available.

Manufacturer narrative:
Initial MDR submission with device evaluation. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. It was reported the co-packed filter needle blisters were missing imprinted information and variable data. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows the needle assembly in the packaging blister. The second photo shows the packaging blister top web with missing graphics. No other defects or imperfections were observed. This defect could occur if the printer head became clogged. A device history record review was completed for provided material number 305211, lot 2363735. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the packaging process was performed. The settings were correct, the printer was working properly, and all graphics were being printed per specification. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.